Event description:
The lay user/ pt contacted lfs on (B) (6) 2010, alleging inaccurate readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010 and obtained the following info: the pt obtained a 202 mg/dl and a 120 mg/dl less than 20 minutes from one another on (B) (6) 2010 at around 11:30-11:45am. The pt took insulin based on the elevated reading. Approximately 30 minutes later, she felt shaky. She did not attempt to test her blood glucose; however, took a glucose tablet and felt better shortly after. She did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. It was also noted that the pt had been using expired test strips. Using expired testing supplies may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated readings on her meter she took insulin and 30 minutes later developed symptoms suggestive of hypoglycemia and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.